Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that the patient experienced a cannula issue with one infusion set. The cannula was crimped. The event occurred on 23-jun-2024. The site of insertion was the abdomen. The infusion set had been in use for one day. No further information was available.